Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as an unknown cr insert. An evaluation of the device cannot be performed as the device was not returned to the manufacturer due to hospital policy. Additional information was not provided due to hospital policy. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.

Event description:
As per sales rep, patient's right triathlon knee was revised due to instability. A size 1, 11 cr insert revised to a size 1, 16 cs insert.